Event description:
It was reported that the insert tip is missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. No damages to the jaw were seen. All parts are in tact. However, the insulation is cracked near the distal end. Also cracks were seen on other areas of the insulation. The probable root cause is user misuse. In sum, the product was returned and the failure mode was not confirmed.

Event description:
It was reported that the insert tip is missing.